Event description:
Egd was gastrostomy tube placement with bard gastric access port safety system, while using the snare, the wire came out of the snare. Staff was unaware initially the wire came completely out of the snare and was in patient's throat. The physician took another look after completing the procedure and found wire in throat and removed it. X-ray taken to verify all was removed.